Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735585, software version: 3.1.4. Software data has been received by the manufacturer for analysis. However, analysis has not been completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a cranial resection procedure. It was reported an error message was displayed when verification was performed. After that, the navigation was checked, but found that there was a deviation. The reason for the deviation was not clear whether the navigation was poor or not. The surgery was completed using the device as is. The inaccuracy was off by several millimeters. The event occurred after anesthesia and after an incision was made. There was less than an hour delay in procedure. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6) a software analysis was initiated to determine the cause of the issue of the error message display. The logs recorded one session on the date of the issue, but the logs did not capture any error to find the root cause of the reported issue of the error message display. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and, d15 are applicable. H3, h6) a software analysis was initiated to determine the cause of the issue of the inaccuracy. Logs recorded one session on the date of issue but logs did not capture any information related to the reported inaccuracy. The information provided was insufficient to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.